Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigatiojn alleges was revised to due to pain, discomfort and friction wear, causing metal ions to be released into patient's bloodstream.

Manufacturer narrative:
UDI:(B)(4)

Event description:
Jun 19, 2017: legal medical records received. In addition to what was previously alleged, pfs alleges inflammation, head of the femur near the implant spontaneously fracture. It also alleges that since revision surgery, patient had some heart issues related to the fluid retention from the surgery. After review of the medical records for MDR reportability, it was stated that the patient was revised to address left hip pain and minimally displaced fracture of the greater trochanter. Revision notes stated that there was a clear straw-colored encountered, significant lysis that had occured superiorly and at the anterior peripheral portion of the cup. There was no evidence of pseudotumor or tissue necrosis or any obvious evidence of adverse tissue reaction or metallosis. X-ray revealed fracture of the greater trochanter left hip but it was not mentioned in the revision note. Laboratory values for cobalt and chromium were provided and were above 7 ppb. Part and lot information were provided. This complaint was updated on: jul 05, 2017.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges stroke, fracture, metallosis and elevated metal ions. Added revision hospital, lawyer and patient harms. Updated patient identifier. Doi: (B)(6) 2004, dor: (B)(6) 2017 (left hip).

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.